Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer was filling up medical fluid into the cassette, as it was attached to the pump in pre-use check, an alarm went off. There was no patient injury reported.